Manufacturer narrative:
The insulin pump had broken battery tube threads, cracked lcd window, cracked case near lcd window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, and broken belt clip slot. The address and or serial number label was stained and the end cap sticker was missing.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is damaged. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.